Event description:
It was reported the procedure was being performed in interventional radiology. When tunneling the catheter between the internal jugular and the exit site in the upper chest, the tunneling sheath was apparently very brittle and broke into several pieces. The physician was able to remove the piece that broke easily with his fingers. The piece was right at the beginning of the tunnel tract, thus he was able to remove it. They were able to complete the procedure using the same catheter. They simply got another tunneling sleeve from another kit and it was a successful placement. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
Manufacturer control no. (B)(4).